Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that scratches on screen affects ability to read the screen. The customer's blood glucose value was unknown and the back arrow requires multiple presses to respond. The customer stated that motor louder during rewind, transmitter was no longer taking a charge it did not hold charge for full sensor wear, often receives weak sensor alerts and transmitter was cracked. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. No battery or power anomalies noted during testing. No unexpected insulin flow blocked alarm/no delivery alarm or rewind anomaly noted during testing. No button error alarm noted upon testing. Unit received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay and faded serial number label.